Event description:
Resident attached to hoyer lift in on shower chair, c.n.a. Pushed resident over toward their bed when the lift failed. Resulted in the resident dropping to the floor. "Per conversation with facility when doing transfers and the sling would twist, {in doing this rotation} the cradle was unscrewing itself from the boom. Nothing was stripped, broken, or cracked, facility stated it is believed came off by unscrewing itself".